Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with an enteral access feeding tube. The customer reports an occurrence of a pneumothorax with the covidien kangaroo nasogastric feeding tube. The product was placed into the patient at the hospital. An x-ray is taken after placement to validate position in the stomach. X-ray noted the tube was in the right mainstem and the tube was removed.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. Product monitoring has made multiple attempts to retrieve additional information. To date no response has been received. If additional pertinent information becomes available, the report will be updated. (B)(4).